Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The user¿s complaint of ¿ no image¿ was confirmed. The image would cut on and off due to shortage in cable. There were kinks noted in the cable causing a shortage. In addition, the adapter lens focus ring rotation was rough. Estimations determined that the physical damage is due to mishandling. The instruction manual provides warning statements to prevent cable damage. Never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.

Event description:
The service center was informed that during preparation for use, the camera would not display an image. There was no patient involvement reported.